Manufacturer narrative:
Device evaluation: the service engineer replaced the buzzer card printed circuit board) pcb and the keyboard. The ventilator passed all testing and met the manufacturer's specifications at the time of the service. The buzzer pcba and keyboard assembly were returned for failure analysis. The buzzer pcb was found to have exceeded its service life of 2 years. When attached to the test ventilator, the ventilator generated the speaker fault. The keyboard was observed to have kinks in the cable. When the keyboard assembly was installed on the test ventilator, manipulating the keyboard cable was found to cause the keyboard to malfunction, indicating an intermittent break in the keyboard cable. Conclusion: expired component, cable break. The cause of the reported failures were an expired buzzer card and an intermittent break in the keyboard cable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pb540 ventilator was generating a battery fault 1 and speaker fault 4 and also found keyboard was not working. There was no patient involvement at the time of the event.